Manufacturer narrative:
Operator of device: patient/consumer. (UDI) and initial reporter also sent report to FDA are unknown. No product has been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump or cartridge smelled like the medicine and leakage was noted. The pump was switched out and a new cartridge was started; the patient noticed not getting the medicine as side effects were almost instantly experienced. No patient injury was reported.

Manufacturer narrative:
No lot or serial number was provided therefore, a device history record DHR review could not be performed. No product sample nor photos were received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).